Manufacturer narrative:
The specimen was collected in a red top corvac tube with gel, and was sampled from the primary tube. Qc was within specifications prior to the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which met specifications. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously low progesterone results on one patient. The tech questioned the results and ran the sample on a different instrument which gave a result of 0.71ng/ml. The result was reported out of the lab. Customer then recalibrated progesterone assay on the dxi 800 analyzer. Progesterone testing was repeated, and a result of 0.49ng/ml was obtained. The erroneous results were not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.